Event description:
Previously healthy, active, clean-eating, health conscious, non-smoker had heart attack requiring hospitalization and stent placement ((B)(6) 2024). Smelled ozone on mask/tubing while using CPAP (continuous positive airway pressure) for a total of approximately 5 years. I've owned and used soclean2 and currently have and use soclean3 machine on a daily basis for the past 5 years.